Event description:
(B)(4). Menstrual cramping that lasts all month, periods that last a week or longer, ovarian cysts, headaches, bleeding gums, reactive arthritis, arthritis in neck and both knees, constant lower back pain, anxiety.